Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection, at the first firing of segmental resection of lung, the surgeon clamped pulmonary parenchyma with an handle and a reload, however a strange sound was heard and he felt something was strange. Surgeon re-opened the jaws and re-clamped the tissue , however the same strange sound was heard. He removed the device from the patient's body, then he closed the jaws and tried to fire the device, however the handle was stiff and he could not squeeze it. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. No patient injury.